Event description:
The customer reported no delivery alarms during a bolus delivery. The customer also stated that she went to the hospital this morning for treatment of her high blood glucose levels of 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump alarmed no delivery during the prime test. The customer had no more supplies with her at the time of the call. Unable to continue testing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.